Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons were sticky, hard to press and unresponsive however, insulin pump was rejected brand new battery. Customer also reported that the insulin pump had unexplained no delivery alarm, scratches on screen and battery life was diminished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.